Event description:
It is alleged that the hook would not engage in the scalpel/electrocautery instrument and when a new hook was inserted, it broke off. No injury to the patient was reported and the case was delayed by 45 minutes.